Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seals are intact, no external damage was observed. The device?s event history log was reviewed for evidence of the reported event and found ?motor rate error?. To conduct functional testing, the device was powered up, and a flow test was performed, alarm was replicated. The worm gear and worm coupling were not operating as intended. To resolve the issue, the worm gear and worm coupling were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in february, 2022 and there was no indication of a service issue during the investigation.

Event description:
It was reported that a pump has a motor rate error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown. No information has been provided to date.